Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/29/2023. An investigation was conducted on 09/06/2023. A visual inspection was conducted. Only the delivery device was returned for evaluation. Signs of clinical use and evidence of blood was observed. The white plunger was fully depressed and the blue safety lock was off which allows for the white plunger to be depressed. The seal was observed inside the delivery device in a rolled state and not deployed. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal, no cracks or delamination was observed. No measurements of the delivery device were taken due to the presence of blood on the delivery device and seal, indicating an attempt was made to introduce the device and seal into the aorta. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was confirmed. The lot # 3000325680 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) was loaded per IFU, unlocked per the IFU and given to them to deploy. They stated that the device wasn't deploying when the plunger is pushed. Seal failed to deploy. Device is removed. Seal did not remain in the loading device. White plunger was not pressed when loading the seal into the delivery device. Unknown if the seal made contact with the patient's aorta. New device is loaded and used without difficulty. No procedural delay. No patient harm/effects due to the defective device.